Event description:
During a coil embolization procedure of the right (va) vertebral artery, the orbit mini complex fill 2.5x4.5 coil (637mf2545) was used as the fifth coil, but when the coil was advanced in the microcatheter (transit 2, detail unknown), separation of the delivery tube was observed approximately 10-15cm distal from the hub. The coil system and microcatheter were removed as a unit from the patient and changed to other product. There were no complaints against the transit microcatheter, since the mc did not contribute to the event. Prior to the event, four coils were successfully placed in the target lesion. The procedure was completed with other products without adverse event. The vessel was not calcified and mildly tortuous. The transit was utilized from the first coil to the coil system that separated. A constant and dedicated saline source was utilized at all times. The microcatheter was not re-shaped. After removal, other than the reported event, no other damages noticed on any of the devices (coil delivery systems- fractures, separated, etc, distal tips -unraveled, stretched, kinks, bends, fractures, etc, coils-fracture, separated, stretched, unraveled, kink, bend, etc, and the coil remained attached to the delivery system. No further information was available.

Manufacturer narrative:
The complaint received states that during an aneurysm coil embolization the orbit mini complex fill delivery tube separated during use. During a coil embolization procedure of the right (va) vertebral artery, the orbit mini complex fill 2.5x4.5coil ((B)(4)) was used as the fifth coil, but when the coil was advanced in the microcatheter (transit 2, detail unknown), the delivery tube separated approximately 10-15cm distal from the hub. The coil system and microcatheter were removed as a unit from the patient and changed to other product. There were no complaints against the transit microcatheter, since the mc did not contribute to the event. Prior to the event, four coils were successfully placed in the target lesion. The procedure was completed with other products without adverse event. The vessel was not calcified and mildly tortuous. The transit was utilized from the first coil to the coil system that separated. A constant and dedicated saline source was utilized at all times. The microcatheter was not re-shaped. After removal, other than the reported event, no other damages noticed on any of the devices (coil delivery systems- fractures, separated, etc, distal tips -unraveled, stretched, kinks, bends, fractures, etc, coils-fracture, separated, stretched, unraveled, kink, bend, etc), and the coil remained attached to the delivery system. There was no report of injury for the patient. One non-sterile trufill dcs orbit was received coiled inside of a plastic bag. 135.6cm of the hypotube was received and the rest of it as well as the hub were not provided, hypotube was broken. Several kinks were noted in the hypotube. Introducer was zipped and inside of it were the support coil, gripper and embolic coil. Residues of blood were noted inside of the introducer. During the visual inspection no damages were noted in the introducer and support coil. Embolic coil presented stretched and kinked sections. Broken section was inspected under microscope and a kink appears to occur before it got broken. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15239260 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Reported failure by the customer as "separated during use" was confirmed during the analysis. The cause of the break was a kink that occurred before the separation damage. The cause of the kinks and damages noted in the device does not appear to be manufacturing related due to per (B)(4) investigation the failure occur during the procedure. In addition inspections are in place ((B)(4)) that prevents these kinds of damages leaving from the facility. Procedural and handling factors appear to be contributed to this failure; therefore no corrective actions will be taken at this time. Reported failure by the customer as "separated during use" was confirmed during the analysis. The cause of the break was a kink that occurred before the separation damage. The cause of the kinks and damages noted in the device does not appear to be manufacturing. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedural and handling issues may have contributed to the confirmed event.

Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
One non-sterile trufill dcs orbit was received coiled inside of a plastic bag. 135.6cm of the hypotube was received and the rest of it as well as the hub were not provided, hypotube was broken. Several kinks were noted in the hypotube. Introducer was zipped and inside of it were the support coil, gripper and embolic coil. Residues of blood were noted inside of the introducer. During the visual inspection no damages were noted in the introducer and support coil. Embolic coil presented stretched and kinked sections. Broken section was inspected under microscope and a kink appears to occur before it got broken. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15239260 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Reported failure by the customer as "separated during use" was confirmed during the analysis. The cause of the broken was a kink that occurs before this damage. The cause of the kinks and damages noted in the device does not appear to be manufacturing related due to per (B)(4) investigation the failure occur during the procedure. In addition inspections are in place that prevents these kinds of damages leaving from the facility. Procedural and handling factors appear to be contributed to this failure; therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.